Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections (mdi) and a backup pump and was sent a new replacement pump by technical support. Customer was instructed on how to store the malfunctioning pump and return it to tandem using a pre-paid label within ten days. Additionally, steps to be taken upon receiving the replacement pump were communicated and acknowledged by the customer.